Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was when the patient was connecting to their therapy to activate and review MRI mode, the patient reported "I haven't used it (the therapy) for awhile" and that they were doing better with the therapy off. The patient stated it had been off since about "maybe two months ago" and they wanted to tell patient services this because of their back surgery they had last june. They they were still recovering from the back surgery and they thought it had something to do with their nerves back there. The patient stated they were told "they're not interfering with it," but starting sometime in 2022, every time the patient got back pain, it felt like they had to turn the stimulation down, that the stimulation interfered with the patient's back pain/made it worse. They also stated that the stimulation also interfered with/made their pain around their belly/s tomach that they had from their gastroparesis worse. The patient stated they were already wearing pull-ups anyhow and they didn't have many problems with their urinary symptoms so they decided to turn the therapy off because as they were trying to heal from their back surgery, the stimulator was interfering with how they felt. The patient also said they had high blood pressure so they were also wondering, because the patient was on all kinds of medications, that it was feeling like the patient's heart was beating faster when the stimulation was on as well and so the patient would turn the stimulation down for that reason instead of to address their bladder issues. Patient services tried to clarify more and the patient said it was more-so when they went back to doing more activities and exercises like beginner/intermediate yoga and physical therapy. The patient stated they found it difficult in certain positions, that it would feel like they were jumping instead of standing, like all of a sudden their body was bouncing on the ground. The patient stated the stimulation would start off on the right level and it would go faster. The patient also said they also didn't like how it felt when they were doing exercises in the pool so the therapy was off. Patient services reviewed MRI mode activation with the patient and the patient was going to follow up with their managing health care provider (hcp) about their concerns and to check the implanted system. Some of what the patient was referring to was unclear.

Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.